Event description:
The manufacturer investigation discovered that the download port is cracked and pins 3 and 4 are melted and burned. It was also discovered that the accu-chek inform meter was mishandled. No adverse event reported. New system and return requested.